Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, post procedure when the nurse went to discard the safety scalpel the tip would not retract. Prior to this scalpel was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown however, over 18 years old. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device revealed the blade and locking inset to be missing from the safety scalpel. The outer shell and spring were returned. The two halves of the outer shell appeared to be properly heat staked and the spring was found to be properly located inside the shell. No damage was found to the shell. The condition of the returned unit was consistent with the complaint incident that the scalpel blade fell off. Because the blade and locking inset were not returned for analysis, it remains unknown if the defect occurred due to supplier manufacturing, customer handling/prep of the device or procedural factors, therefore the most probable root cause is undeterminable. A review of the device history record was performed for lot number 14380944 revealed no related issues to this complaint.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, post procedure when the nurse went to discard the safety scalpel the tip would not retract. Prior to this scalpel was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.